Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. The unit was also received with minor scratches on the liquid crystal display window. The unit was received with a cracked case at the reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while he was sitting at the beach. He stated that he did not go in the water. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.